Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant it was noted that there was t-wave oversensing (twos) on the right ventricular (rv) lead in both bipolar and integrated bipolar. Therapies were turned off and detections were left on to see if twos persists. The patient was to be evaluated again after a week. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.